Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 6 was failed to work. The field service engineer found that the sensor was not fit while opening and closing the drawer. Hence clipped back in to tight/fit to resolve this issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system drawer 6 was failed. The customer reported that the user tried to reboot and reconnected the power cable, but still the issue were persisting. The customer stated that this malfunction occurred when user trying to issue medication to patient care and the user managed to get medication from another station. There were no adverse events or injuries reported based on this incident.